Manufacturer narrative:
MDR 3004051837-2020-00002 sent on 02-apr-2020 provided the following: b5 describe event or problem: on (B)(6) 2020, the following information was reported to kci by the tissue viability nurse: the tissue viability nurse was concerned regarding several unusual responses on skin tears seen within the last four to six weeks. There was significant hypergranulation and inflammatory responses and delayed healing seen with four patients allegedly involving the kerralite cool¿ border dressing. No additional information was provided. The correction is indicated in b5. Information was reported to kci/crawford on various dates and specifics regarding inflammatory responses were provided. MDR reference 3004051837-2020-00001 included to specify report for the four patient's without specific clinical information. Based on the additional information received on 16-mar-2020 and the corrections, kci/crawfords's assessment remains the same; it cannot be determined that the alleged inflammation, hypergranulation, minor bleeding, and delay in wound healing are related to the kerralite cool¿ border dressing. The facility report noted the type of injury as minor. The bleeding was resolved by applying an alternate dressing and kci/crawford did not receive the results of the culture. The bleeding was assessed as minor and deemed not reportable. Kci/crawford has made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, instructs the user to check the wound regularly. The dressing should be changed as often as the condition of the wound dictates. Labeling precautions warn the user to not use on patients with a known sensitivity to hydrogel (allergic reaction).

Event description:
On 03-mar-2020, the following information was reported to kci/crawford by the tissue viability nurse: the tissue viability nurse (tvn) was concerned regarding the inflammatory and over granulation response to a patient's upper body skin tear allegedly involving the kerralite cool¿ border dressing. On 06-mar-2020, the facility report was provided to kci/crawford by the tissue viability nurse: the report noted several unusual responses to the dressing applied to upper body skin tears causing significant hypergranulation/ inflammatory response and delayed healing with approximately five patients within the last four to six weeks. Type of injury was noted as minor. On 10-mar-2020, the following information and photos were reported to kci /crawford by the tissue viability nurse: on (B)(6) 2020, one of the five patients was swabbed to identify if an infection was present. The photos of the patient's wound were observed as having minor bleeding, irritation and redness to the periwound, and a possible increase in wound size. The photos showed a non-kci/crawford dressing being utilized. On 12-mar-2020, the following information was reported to kci/crawford by the tissue viability nurse: the dressing observed in the photos is a non-kci/crawford dressing that was used to resolve the bleeding experienced with the kerralite cool¿ border dressing. On 16-mar-2020, the following information was reported to kci/crawford by the tissue viability nurse: the concern was raised following bleeding [assessed as minor] and over-granulation response following the use of kerralite cool¿ border dressing. MDR 3004051837-2020-00001 addresses the four patients with no specific clinical information. MDR 3004051837-2020-00002 addresses the patient with photos and specific clinical information.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged inflammation, hypergranulation, delay in wound healing are related to the kerralite cool¿ border dressing. It is unknown if and what medical or surgical intervention was required.

Event description:
On (B)(6) 2020, the following information was reported to kci by the tissue viability nurse: the tissue viability nurse was concerned regarding several unusual responses on skin tears seen within the last four to six weeks. On (B)(6) 2020, photos were received and were observed as having minor irritation and redness to the periwound, and a possible increase in wound size. On (B)(6) 2020, it was reported that the patient was swabbed to identify if an infection was present. The kerralite cool¿ border dressing lot number is not available and the product was discarded, therefore, a device history review and a device evaluation could not be performed.